Event description:
Pt status post fall, treated with tfn to right hip; surgeon reports good hardware placement. Pt experienced sudden pain after six weeks. Fracture reportedly healing well with good alignment, however, reverse migration of blade noted and helical blade revised to shorter device.

Manufacturer narrative:
This information was not reported during the initial report. Additional information has been requested. The investigation could not be performed, as no device was returned and no part or lot number was not provided.